Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the charge-pak battery charger had previously had a shorting plug installed, which was then removed before the charge-pak battery charger was inserted into the device. The charge-pak battery charger was not the correct charge-pak battery charger for this device (it had been homed with another device before), and this caused the device's internal hybrid layer capacitor (hlc) batteries to deplete. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a service wrench icon in its readiness display. During device evaluation, physio observed that the device would not remain powered on. The readiness display did not show ok, but had the charge-pak and attention icons. There was no patient use associated with the reported event.